Event description:
It was reported that the patient presented complaining of dizziness. Interrogation revealed the patients right ventricular (rv) lead had changed to unipolar configuration. The lead exhibited low impedance levels, with a trend of steadily declining impedance levels. The lead also showed episodes of oversensing noise and a potential insulation issue is suspected. Follow-up was attempted but, the field representative was unable to provide any further information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 4568-53, lead; implant: (B)(6) 2004. (B)(4).